Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using apidra insulin. Tandem clinical support informed customer that apidra is off-label per the user guide. To resolve these issues, the customer changed the infusion set and cartridge, then resumed insulin delivery.